Event description:
It was reported that the back of the cartridge was leaking. Customer had elevated blood glucose levels (+300 mg/dl).

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.